Manufacturer narrative:
(B)(4). The biomedical engineer at the hospital took the complaint infant warmer to the biomedical department to confirm and determine the root cause of the reported fault. Results: the biomedical engineer wrote to fisher & paykel healthcare and stated "while wheeling this unit down to bme, the fault seems to be resolved". The biomedical engineer also reported that he checked the based and base components for any issues that may have resulted in the reported fault, but could find not damage or problems. Conclusion: based on the information provided by the biomedical engineer at the hospital, there is no fault with the infant warmer. The biomedical engineer reported that the unit steers properly and all of the based components are undamaged.

Event description:
A hospital in (B)(6) reported that an iw932aea cosycot infant warmer is difficult to steer. No patient consequence was reported.